Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, true ventricular tachycardia episodes were noted. However, due to atrial lead noise and programmed settings, the ventricular tachycardia was diagnosed as supraventricular tachycardia. Eventually, the implantable cardioverter defibrillator detected the ventricular tachycardia and delivered therapy. Programming changes were made. No further information was reported.